Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that a vns pt did not experience any efficacy with vns therapy. Diagnostics performed on the device revealed proper device function. Review of programming history and confirmation with the physician revealed that multiple settings have been attempted to achieve greater efficacy. No interventions were taken for this event. If present, an intermittent short-circuit could have potentially contributed to the pt's lack of efficacy event.